Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00382 and 1627487-2011-00384. The patient was received an scs system on (B)(6) 2009 consisting of an ipg, percutaneous lead and lead anchor. It was reported that her stimulation changed following a recent fall. Diagnostic tests revealed either invalid or high impedance readings for several lead contacts. Reprogramming was performed to recapture adequate therapy coverage; however, the patient's stimulation issues reportedly persisted. A subsequent x-ray revealed no issues with respect to lead position, but it was later discovered that the lead had partially pulled out of the header with the one of the contacts remaining in the ipg. The patient's scs system was replaced and effective stimulation was recaptured as a result.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, lead was severely kinked with all wires broken approximately 21 cm from the stimulation end. In addition, the terminal end electrode was missing and found inside the ipg header. No functional testing was performed due to the condition of the device. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.